Event description:
The user was seen on (B)(6) 2022 and there were multiple channels with high impedance and the apical channels could not be included in the map. It is thought that the child, who is a refugee, has had a few falls and was reported to have been in a small car crash recently.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was seen on (B)(6) 2022 and there were multiple channels with high impedance. It is thought that the child has had a few falls and was reported to have been in a small car crash recently (around (B)(6) 2022). Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was seen on (B)(6) 2022 and there were multiple channels with high impedance. It was thought that the child, has had a few falls and was reported to have been in a small car crash recently (around (B)(6) 2022). The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.